Event description:
It was reported that stent balloon removal difficulty occurred. A percutaneous coronary intervention was being performed on a 90% stenosed, mildly calcified and mildly tortuous lesion in the proximal right coronary artery. The lesion was pre-dilated with a balloon catheter. A 5.00 x 20mm synergy megatron drug-eluting stent was delivered using a 7f guidezilla ii extension catheter. While removing the stent balloon and attempting to keep the guide engaged, the physician sensed some resistance with the balloon and the guidezilla ii. The physician kept attempting to remove the stent balloon while keeping the guide engaged but was unable to do so. The balloon would not pass through the guidezilla ii after deploying the stent. Both the stent balloon and guidezilla ii had to be removed together as one unit. The procedure was able to be continued. The 0.014 inch guidewire was never removed and the physician was able to post dilate the stents and complete the procedure without complications.